Manufacturer narrative:
(B)(6) 2026 the patient reported that the capsule was retained. Kub confirmed retention. The frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2026 - the completed frm-0089d was received. The form specified that the patient did not have any bowel movements 72 hours following the capsule ingestion. After 6 days, on (B)(6) 2026, an abdominal x-ray showed that the capsule was still retained along with a moderate amount of stool. On (B)(6) 2026 another abdominal x-ray showed that the capsule was still trained along with a large amount of stool. The customer recommended magnesium citrate to aid the patient in excreting the capsule. The patient was reportedly stable and doing fine. The form also stated that the patient had no pre-existing conditions that could have caused the retention. We were notified that the patient refused to follow the treatment provided by the clinical team until after they called the customer; the physician believes that the reason for the retention is the lack of bowel movements.

Event description:
(B)(6) 2026 the patient reported that the capsule was retained. Kub confirmed retention. The frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2026 - the completed frm-0089d was received. The form specified that the patient did not have any bowel movements 72 hours following the capsule ingestion. After 6 days, on (B)(6) 2026, an abdominal x-ray showed that the capsule was still retained along with a moderate amount of stool. On (B)(6) 2026 another abdominal x-ray showed that the capsule was still trained along with a large amount of stool. The customer recommended magnesium citrate to aid the patient in excreting the capsule. The patient was reportedly stable and doing fine. The form also stated that the patient had no pre-existing conditions that could have caused the retention. We were notified that the patient refused to follow the treatment provided by the clinical team until after they called the customer; the physician believes that the reason for the retention is the lack of bowel movements.